Event description:
It was reported that this right ventricular (rv) lead had micro dislodged shortly after implant resulting in loss of capture (loc). A lead revision was performed successfully. No additional patient adverse effects were reported.